Event description:
It was reported that the patient felt that the pump was "surging" too much medication. The patient stated that his evidence that this was happening was that he was able to cut his oral medication in half yesterday and normally the patient was very sensitive to tapering. The patient believed that this had been going on and off since last friday night, 2014 (B)(6). The patient reportedly went to the hospital that night, and nobody at the hospital knew anything about the pump so they could not help the patient. The patient then followed up with their managing physician but they said "we don't know what to do", and the patient was discouraged from visiting the office. The patient's pump was intended to infuse dilaudid. Additional information was requested to determine if the any diagnostics or interventions were performed and the patient or device outcomes.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
The previously reported ¿hospitalization¿ no longer applies as it was further clarified that the patient had been to the ER. (B)(4).

Event description:
Additional information received reported that the patient believed the pump was not working; and believed it was over-infusing (as previously reported). The patient's hcp did not think there was anything wrong with the pump, and stated they have checked for a volume discrepancy multiple times and have not found one. The patient had been to the emergency room (ER) 3 times since his pump was implanted, and felt the ER did not understand the pump, and could not adequately help him. He first went to the ER in (B)(6) 2014 (as previously reported), but did not know the other dates when he went to the ER. The patient had to reduce his oral medication significantly and felt this was because the pump was delivering too much medication. He also stated he sometimes slept as much as 21 hours a day. The patient did not want the pump implanted and was "bamboozled" into having it done. They were reportedly trying to get the patient to do "some test" on the pump to check for overinfusion.